Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit's touch screen failed. The customer reported there was no patient involvement.

Manufacturer narrative:
G4: 08oct2019; b4: 08oct2019. After numerous attempts to fain repair information, this complaint is being closed. If additional information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer contacted technical support (ts) stating that unit's touch screen failed. The customer reported there was no patient involvement.